Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are not able to charge their implanted neurostimulator (ins) since yesterday. Pt stated the ins was charged day before yesterday. Patient services (ps) asked pt to start a charging session and they are getting the passive recharge screen. Ps reviewed meaning of the passive recharge screen and waited for the process to complete. Ps had pt put the paddle over the relay box and restart the recharging process and controller went to the passive recharge state. Ps confirmed there is no visible damage to the recharger (rtm) and rtm does not get hot. Ps confirmed pt did not have a fall or trauma. Patient mentioned she broke her femur (B)(6)2022 and have two rods implanted in her legs. Pt insisted the rtm need to be replaced. A replacement rtm was requested. Ps reviewed that a new rtm may not resolve the issue and pt will need to consult with their healthcare provider (hcp) for next steps. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt received a replacement controller and recharger and are still unable to charge their ins. Caller stated they met with pt and was unable to charge the ins with both sets of equipment. Caller requested that the controller and recharger be replaced again. Caller was no longer with pt at the time of call so further troubleshooting could not be performed. Technical services (tss) reviewed information and recommended meeting with pt again for further troubleshooting and advised the caller that replacing the equipment again would most likely not resolve the issue. Tss sent caller an email containing troubleshooting steps. Caller stated they will meet with pt again and call back if further assistance is needed. Additional information was received from a manufacturer representative (rep). It was reported that they had done a disable/re-enable and around 5 cycles of passive recharge. Reviewed doing disable a couple more times with more passive and attempt to read ins with the tablet and call back after this. Ins is flat and superficial. When they move the recharger (rtm) away from the patient the values drop. They are working with old charger and new controller as the new rtm sent doesn't work at all. Patient had surgery (B)(6) on the femur and reportedly the therapy functioned after that according to the patient. Caller reports he has been doing passive recharge at least 2 hours last week and today two hours. Caller reports he has performed disable/re-enable the device after passive recharger about 7+ times, about 2-3 times back to back disable/enable. Caller reports he even tried with his spare rtm, controller and li ion battery. Caller reports the device continues to not recover after multiple attempts with passive recharge and disable/re-enable. Interrogating with his tablet was unsuccessful. Caller reports he will discuss with physician.

Event description:
Additional information was received. There were no analysis findings with returned ins. Engineering went back through the log files for this ins but there were no findings which explained why the patient was stuck in passive charging. The manufacturer's technical services specialist (tss) informed manufacturer representatives of this and provided contact info for patient relations for potential patient out of pocket costs and the warranty team if they chose to pursue warranty reimbursement for the ins.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #284004852:analysis information -- 2022-12-12 13:13:36 cst pli# 20 product ID# 97715 serial # (B)(6) h3: below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient had their ins replaced. The rep reported that they had sent the device back to be analyzed. Additional information was received from a manufacturer representative (rep). It was reported that the information received was confirmed by a physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.